Event description:
I use dexcom g6 continuous glucose monitor in a closed-loop system with my tandem insulin pump. This means that the amount of insulin delivered by the pump depends solely on the blood sugar readings from the dexcom g6. I have had four consecutive sensor errors resulting in incorrect insulin deliveries from the pump. Dexcom always replaces the defective sensor, but if every sensor continues to malfunction, then the erroneous insulin deliveries continue occurring, my life is constantly put in danger. Several months ago when I contacted dexcom technical support after continuing sensor errors, the kind gentleman suspected the problem might be because of issues with the transmitter component of the cgm system. Each transmitter lasts three months. He took it upon himself to send me a new transmitter, which are substantially more expensive than a sensor. I just had the fourth consecutive sensor error, so yet once again I called dexcom customer support. However, this time the representative was patronizing and refused to send me a replacement transmitter contrary to my earlier experience. He said that he needed to contact his supervisor while I was put on hold. When the rep came back on the phone, I was told that the supervisor would send me a replacement transmitter as a "one time courtesy". This is not a matter of courtesy, but of a life-dependent medical device. As I write this, my blood sugar is over 400 which could lead to life-threatening ketoacidosis. I will call for an ambulance, but I am stupid enough to report this situation while it is fresh on my mind. I would also like to point out that there is a wrongful death lawsuit against dexcom in (B)(6). FDA safety report ID #(B)(4).